Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer's mother called to report getting a pod alarm. Her son was sitting in class when the alarm occurred. He had this pod on for approximately 4 hours and believes it resulted in her son's elevated blood glucose levels. No further issues were identified.